Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 300 to 400 mg/dl and 52 mg/dl. Customer treated with syringe for high blood glucose and with tablets for low blood glucose. Customer stated that they changes site and blood glucose goes to high. Customer taking tablets and blood glucose goes to 120 to 130 mg/dl. The device will not be returned for analysis.